Event description:
It was reported that the superior vena cava (svc) coil impedance had gradually increased to a high value. No noise or oversensing was noted. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2007. (B)(4).